Event description:
(B) (4).it was reported that during a percutaneous coronary intervention (pci) a dissection occurred. Target lesion was identified in the proximal left anterior descending (lad) with 90% stenosis. Lesion length was 12mm with a reference vessel diameter of 4.0mm. Target lesion treated with pre-dilatation with a quantum maverick balloon, a 4.0 x 16 mm study stent and post-dilatation with 0% residual stenosis. Coronary artery dissection with bailout stenting with a 3.5 x 8 mm stent.the patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B) (4). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.